Manufacturer narrative:
Additional serial number: (B)(4). The device history records corresponding with our specifications. The hospital contacted us and reported that after revision surgery the patient still has instability problems. Due to the fact that the surgeon only exchanged the bushing and not the complete axis with bushing we assume that maybe the axis is broken. Beside this we detected during inspection of the complaint sample a metal chip we don't know were this chip comes from. We will write a follow-up report as soon as we receive more information. This event occurred outside of the u.s. And involved a product that was manufactured outside of the u.s. However, because the link endo-model rotational knee prosthesis also is marketed in the u.s. Link is submitting this MDR to ensure full compliance with 21 cfr part 803.

Event description:
Exchange of bushing due to instability problems.